Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo_13.2, -9.0/1.0/149 (sphere/cylinder/axis) implantable collamer lens into the patients left eye (os) on (B)(6) 2024. On (B)(6) 2024 the lens was exchanged with a shorter length lens due to excessive vaulting. The problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
Claim# (B)(4).